Event description:
It was reported that the intracavity c10-3v transducer had a hole in the lens, causing exposed metal. The transducer was associated with the epiq 7 ultrasound system at the customer's site. The issue was discovered outside of clinical use, during transducer inspection. No patient or user was harmed as a result of the issue. A replacement transducer was sent to the customer to resolve their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.